Event description:
It was reported that the user experienced difficulty waking the pump using the wake button, consistent with a device power/wake interface issue, and the agent guided a soft reset after which the pump could be turned on normally. Symptoms included no reported adverse clinical effects. Outcomes included no impact to clinical status and no alarms. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that a device restart resolved the issue and normal function was restored. It was concluded that the event was resolved through troubleshooting with no patient injury and no further action required.